Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, a device error occurred after the needle was inserted into the patient. The customer reports that they were unable to clear the error and the patient had to be rescheduled. It was reported that after the procedure, the customer was able to clear the error by holding down the fire button with the driver disconnected. No further information is available.